Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.0x8 rx promus stent delivery system, the tip of the catheter separated while the tip was being "fixed". The device was not used and there was no patient involvement. The procedure was completed using a new unspecified stent delivery system. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible in the tip and contrast on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip had separated at the distal end of the distal seal, confirming the reported separation. The fracture faces were jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The soft tip was stretched for a length of 2 mm distal to the clear gap. An attempt was made to advance a mandrel through the separated tip but the mandrel would not advance through the stretched soft tip. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. It is possible the tip was inadvertently handled during preparation for use as the noted blood in the tip suggests the sds was at least attempted to be advanced over a guide wire therefore the tip detachment was not noted out of the package which suggests a product deficiency did not contribute to the reported difficulties. Return analysis confirmed the reported separation which may have been a result of inadvertent handling; however, a conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.